Manufacturer narrative:
Summarized patient outcomes/complications of [product/procedure] were reported in a research article in a subject population with multiple co-morbidities including diabetes mellitus, hypertension, dyslipidemia, coronary artery disease, congestive heart failure, stenosis and arrythmia. Complications reported included stroke, transient ischemic attack, arrhythmia, hematoma, bradycardia, angina, headache, patient device interaction problem (residual shunt); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: percutaneous closure of patent foramen ovale in ischemic stroke: a single-center experience. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "percutaneous closure of patent foramen ovale in ischemic stroke: a single-center experience", was reviewed. This research article is a retrospective single-center experience to evaluate the clinical outcomes after transcatheter closure of patent foramen ovale (pfo) in ischemic stroke patients. Devices included in this study were amplatzer pfo occluder, amplatzer cribiform multifenestrated septal occluder, occlutech figulla flex ii pfo occluder, and lifetech cera multifenestrated asd occluder. The article concluded that transcatheter pfo closure is a feasible method for the secondary prevention of recurrent stroke in patients 18 to 60 years of age with cryptogenic ischemic stroke. [The primary and corresponding author was ya-ting chang, division of pediatric cardiology, department of pediatrics, chang gung memorial hospital at linkou, no. 5, fuxing street, guishan district, taoyuan, taiwan, with corresponding e-mail: yatcha1102@cgmh.org.tw.]. This study included patients who underwent pfo closure between 01 january 2014 to 31 december 2022. A total of 21 patients were included in the study, of which an unknown amount received an abbott device. The average age was 48.4 years. The majority gender was male. Comorbidities included diabetes mellitus, hypertension, dyslipidemia, coronary artery disease, congestive heart failure, stenosis and arrythmia.

Event description:
The article, "percutaneous closure of patent foramen ovale in ischemic stroke: a single-center experience", was reviewed. This research article is a retrospective single-center experience to evaluate the clinical outcomes after transcatheter closure of patent foramen ovale (pfo) in ischemic stroke patients. Devices included in this study were amplatzer pfo occluder, amplatzer cribiform multifenestrated septal occluder, occlutech figulla flex ii pfo occluder, and lifetech cera multifenestrated asd occluder. The article concluded that transcatheter pfo closure is a feasible method for the secondary prevention of recurrent stroke in patients 18 to 60 years of age with cryptogenic ischemic stroke. [The primary and corresponding author was ya-ting chang, division of pediatric cardiology, department of pediatrics, chang gung memorial hospital at linkou, no. 5, fuxing street, guishan district, taoyuan, taiwan, with corresponding e-mail: yatcha1102@cgmh.org.tw.]. This study included patients who underwent pfo closure between 01 january 2014 to 31 december 2022. A total of 21 patients were included in the study, of which an unknown amount received an abbott device. The average age was 48.4 years. The majority gender was male. Comorbidities included diabetes mellitus, hypertension, dyslipidemia, coronary artery disease, congestive heart failure, stenosis and arrythmia.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: percutaneous closure of patent foramen ovale in ischemic stroke: a single-center experience b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.